Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The referenced device was returned to the service center for the physical evaluation. The complaint was not confirmed as the probe unit is undamaged and intact. The device was attached to the usg-400/esg-400 and a probe check was performed and the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the returned device was performed and found there is tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn, missing a small section and partially split with metal exposed. Approximately .052¿ of the teflon pad is missing and metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. A u511 short circuit error was observed when activated when the probe and jaw are closed due to exposed metal. Based on similar reported events, the reported complaint is most likely attributed to user mishandling. The instruction manual provides the following warnings: ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Manufacturer narrative:
The device has not been received by the service center at this time. The cause of the reported event could not be confirmed. However, if the device is returned at a later date, this report will be updated accordingly. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the jaw. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that near the end of a laparoscopic hysterectomy procedure, the bottom jaw separated from the instrument and fell into to abdomen. The piece was retrieved and there was no reported patient injury. The intended procedure was only delayed long enough to obtain a second device. The procedure was completed using the similar device. There were no unusual noises noted prior to the device coming apart.